Manufacturer narrative:
The investigation into the power on issues blank screen on the automated impella controller (aic) has been completed. Data analysis: no logs were available from the complaint which indicates the might not have been running and generating logs. The cause for this was later confirmed when the device was analyzed. Device analysis: the issues powering on were reproduced. The power on signal from the pbm to the epc was lower amplitude than expected (3.3v), which caused the intermittent power on issues. The failure was isolated to the 4-in-1 assembly, which was likely pulling down this signal. Replacing the 4-in-1 assembly resolved the issue. The batteries were also found to be depleted which was related to this failure mode. The batteries were likely depleted because the console would partially power on without properly turning on the epc and user did not know it was partially powered on. This would lead to the user leaving the console on in this state and ultimately draining the batteries. The cause of the power on issues was due to a defective 4in1 board low power on signal.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) console was unresponsive upon power up. The aic was removed from service as a result of the noted issue. There was no patient involvement.